Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient (pt) who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the lead pulled after trial and "just the electrode broke off" and cannot be retrieved. Caller inquired if this affects pt's scan eligibility. When asked if the event had been reported already, caller noted that they were not sure and they were following up on this for another rep but stated they would be sure to have them report it. Caller also stated that the rep called technical services about this issue already and may have already submitted an mpxr. During call, rep also made the statement, technical stim service (tss) sent follow-up email regarding this. Additional information was received from the rep stating that they never had a peripheral nerve evaluation (pne) lead break in their territory. As stated, they called on behalf of a colleague that reported this incident. They have heard stories of the pne leads breaking during pulls from colleagues at our department (nhm).

Manufacturer narrative:
Continuation of d10: product ID 306001, implanted: (B)(6) 2024. Product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the cause of the lead becoming uncoiled was not determined. The rep stated that there were no factors that contributed to the issue maybe the only factor was in the manner it was removed. The rep stated that the information was confirmed from the physician.